Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, no additional patient details provided.

Event description:
It was reported that there was a gravity tubing leak. The event occurred on a pet/CT unit, during an administration of "f18 fluorodeoxyglucose (radioactive fluorine)," given with 21 gauge needle using 3 ml syringe. It was observed that a drop of fluid was accumulating at the injection port. There was no patient harm or adverse effects as a result of this event. The event did not cause a significant change in course of treatment for the patient, nor require medical or surgical intervention as a result. There was no user harm. Although requested, patient information not provided.